Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an out of range pacing impedance measurement that resulted in a switch from bipolar to unipolar mode. A request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and noted that no out of range pacing impedance measurements have been observed on the right atrial (ra) or right ventricular (rv) channels in the past year. However, there were many episodes of noise oversensing on both leads. Trouble shooting recommendations were provided. The make of both leads is unknown. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) and the right ventricular (rv) leads are competitor products. An in clinic follow-up was performed and the recommended testing was performed. No adverse patient effects were reported.